Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the critical care unit for septic shock on (B)(6) 2022. The patient continued on home intravenous vancomycin and meropenem was started. Peripherally inserted central catheter (PICC) line was removed and blood cultures were drawn. On (B)(6) 2022 infectious disease was consulted. The patient had hypotension due to septic shock. The patient was rtf 42 and norepinephrine was started. An arterial line was inserted 88/60 - 61/43. At 10am blood pressure was 61/43 and vasopressors were started. On (B)(6) 2022 fluid balance was negative 3595.9 cc. On (B)(6) 2022 blood pressure was 64 and heart rate was 90. The patient was afebrile and vasopressin was off, blood pressure was 98/86, pulse 95 and alert. Dopamine, norepinephrine, and antibiotics were continued. On (B)(6) 2022 the patient was very lethargic during rounds but had no other symptoms and vitals were stable. Computed tomography (CT) of head showed no acute process. On (B)(6) 2022 the patient was sitting on the side of their bed, their eyes rolled back, and the patient began shaking. Vss incident resolved quickly but the patient did not remember what happened. Stat head CT had no acute findings. The septic shock was reported to have resolved on (B)(6) 2022 and the patient was switched back to milrinone only. Blood cultures grew gram positive cocci and wound grew staph infection. Epinephrine, vancomycin, meropenem, and fluconazole was continued indefinitely. On (B)(6) 2022 antibiotics were completed, milrinone was continued, and there were plans for home continuation set up. The patient also had asymptomatic non-sustained ventricular tachycardia (nsvt). 80 meq of kcl (potassium chloride) was given. The wound pump may have lost suction. Cts was contacted. Due to the patient's right heart failure they were discharged on (B)(6) 2022 on inotropes.

Event description:
The patient was diagnosed with staph epi bacteremia and the infection resolved with antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection, sepsis, renal dysfunction, right heart failure, cardiac arrhythmia, and neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 also lists arrhythmia and neurological dysfunction as potential late postimplant complications. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.